Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6). 02-012-50-5013 - tru tib aug 1/2 rm sz 5, 10mm. (B)(6). 02-012-61-6000 - tru offset stem ext coupler, 6mm. (B)(6). 02-012-61-6000 - tru offset stem ext coupler, 6mm. (B)(6). 02-012-64-1480 - tru fluted stm ext 14mm x 80mm blast. (B)(6). 02-010-06-0551 - tru post. Aug. Size 5, 5mm. (B)(6). 208-05-05 - cc distal fem augment sz 5, 5mm. (B)(6). 02-010-06-0350 - tru cc femoral size 5 right. (B)(6). 208-05-05 - cc distal fem augment sz 5, 5mm. (B)(6). 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. (B)(6). 208-06-05 - cc distal fem augment sz 5, 10mm. (B)(6). 02-012-64-1612 - tru fluted stm ext 16mm x120mm blast. (B)(6). 208-10-15 - cc femoral aug screw 15mm. (B)(6). 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk.

Event description:
It was reported that this 71 y/o male patient received knee implant following a spacer removal on (B)(6) 2023. Surgeon wanted to check and make sure the wound wasn't draining into the capsule and wanted to wash it out. Surgeon then decided to swap out the 5 x 17mm cc poly for a new one. Patient was last known to be in stable condition following the event. No images or x-rays available. Devices are not returning - hospital doesn't release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.